Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of use. It was reported that the system was unable to boot up. Review of the logfiles confirmed the x-ray-pc has multiple errors. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the x-ray pc drive encryption was failed. Fse replaced the x-ray pc drives and re-loaded x-ray pc software. After that, the system was returned to use in good working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1152-2024). The codes were updated based on the investigation outcome.